Event description:
It is reported that the pt is experiencing pain, swelling, stiffness, loosening, and a clicking sound.

Manufacturer narrative:
Device history records could not be reviewed as the part and lot numbers were not provided. This device is used for the treatment of the patient. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when out investigation is complete.